Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stenting of the right middle cerebral artery (mca) m1 occlusion, the physician attempted to withdraw the guidewire (subject device) and 10 cm of the distal end of the guidewire fractured and lodged from the c5 to m2. The physician attempted to retrieve the broken guidewire portion with a snare and solitate stent, but the patient started experiencing headache, so the physician stopped trying and completed the procedure. Three days post procedure, the muscle strength of patient's left upper limb was class 0 and left lower limb was class 2. Seven days post procedure, the muscle strength of the patient recovered to class 3. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As the device was not returned and based on the information currently available, the exact cause for the reported event cannot be determined. However, patient headache and patient complications (muscle weakness) are known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during the stenting of the right middle cerebral artery (mca) m1 occlusion, the physician attempted to withdraw the guidewire (subject device) and 10 cm of the distal end of the guidewire fractured and lodged from the c5 to m2. The physician attempted to retrieve the broken guidewire portion with a snare and solitate stent, but the patient started experiencing headache, so the physician stopped trying and completed the procedure. Three days post procedure, the muscle strength of patient's left upper limb was class 0 and left lower limb was class 2. Seven days post procedure, the muscle strength of the patient recovered to class 3. No further information is available.